Event description:
It was reported that the burr became stuck on the rotawire. A 1.25mm rotalink plus and a rotawire were selected for use. During the procedure, it was noted that the rotawire became stuck several times with the burr. The procedure was completed with a new device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the device was severely kinked at the middle section. Dimensional inspection revealed that the overall length was unable to measured due to kinks. The outer diameter of the distal tip, middle and proximal section of the device were within specifications.

Event description:
It was reported that the burr became stuck on the rotawire. A 1.25mm rotalink plus and a rotawire were selected for use. During the procedure, it was noted that the rotawire became stuck several times with the burr. The procedure was completed with a new device. No patient complications were reported.